Manufacturer narrative:
Initial.

Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) sensor was not pairing to the ilet after being paired to the dexcom app, and the user entered an incorrect pairing code before being guided to edit the code and place the ilet in pairing mode to connect. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, with a usage problem identified, and the issue did not pertain to a specific part or component; the event involved an improper procedure when entering the pairing code. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.